Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported his insulin pump's screen was scratched. Customer's blood glucose was 113 mg/dl. She also reported that her screen was so scratched that she could not read it. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.